Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain severe pelvic'), allergy to metals ('nickel allergy'), postoperative wound infection ('infection umbilical incision post hysterectomy') and uterine leiomyoma ('reproductive system disorder or condition-type of disorder or condition: fibroid') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos\essure micro-insert implanted in patient with only one fallopian tube (contraindication)" on (B)(6) 2016. The patient's medical history included obesity and ruptured ectopic pregnancy. Concurrent conditions included dysfunctional uterine bleeding, varicose veins of lower extremities, sleep apnea, retroperitoneal lymphadenopathy, menometrorrhagia, adenomyosis, skin lesion, hives, sebaceous hyperplasia, dermatitis, pruritus, eczematous dermatitis, hot flashes, night sweats, uterine leiomyoma and acne. Concomitant products included bupropion, citalopram, clobetasol, desoximetasone (topicort), ergocalciferol, ibuprofen (motrin), naltrexone, omeprazole (protonix) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criterion medically significant) with rash and was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced lymphadenopathy ("infection (other) describe: swollen lymph nodes, umbilical incision post hysterectomy") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: mood"), eczema ("allergic or hypersensitivity reaction type: eczema / spongiotic dermatitis"), mechanical urticaria ("allergic or hypersensitivity reaction type: dermatographism") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (endometrial biopsy and hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the allergy to metals had not resolved and the postoperative wound infection, uterine leiomyoma, dysmenorrhoea, abdominal pain, mood altered, weight increased, eczema, mechanical urticaria, lymphadenopathy, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, eczema, fatigue, lymphadenopathy, mechanical urticaria, menorrhagia, mood altered, pelvic pain, postoperative wound infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in current pfs there is two events one is ablation performed during essure insertion and another one is unilateral coils placed in fallopian tube. Both events goes to same pt ( medical device monitoring error)so,I clubbed in one. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: impression: scattered retroperitoneal lymph nodes of uncertain is significant set. Fibroid uterus. Small bilateral groin lymph nodes. Hysterosalpingogram - on (B)(6) 2016: (as per pfs). Result: that right tube was occluded. (As per mr): impression: occluded bilateral fallopian tubes including right sided essure device. Skin test - on (B)(6) 2017: eczematous dermatitis - reactions are mostly faint. Presumably some agree of angry back. Nickel is the most pronounced reaction end closer to 1+ than other reactions. Ultrasound pelvis - on (B)(6) 2016: finding: essure is in place on the right. She underwent allergy testing. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, eczema, dermatographism, rashes, joint pain. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received: reporters were added. Patient's demographic was added. New events-mood, weight gain, vaginal bleeding, menorrhagia, fibroid, severe pelvic pain, abdominal pain, eczema, dermatographism, swollen lymph nodes, post operative wound infection, dysmenorrhea, fatigue, joint pain, medical device monitoring error was added. Concomitant and treatment drugs were added. Concomitant conditions were added. Lab test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.